Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on evaluation of the provided picture. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''it was not possible to advance with the 23mm sapien 3 valve through the ascending aorta due to the excessively calcified bovine pericardium with significant calcification in the aorta, not allowing the advancement of the valve through the sinotubular junction''. As indicated in the event description, the patient has calcification in the aorta. The presence of calcification poses challenges while tracking the delivery system with crimped valve in the anatomy. In this case, it is likely that the frame encountered the calcification during the maneuver of the delivery system in the anatomy making difficulty the advancement and withdrawal of the system from patient anatomy. In such a scenario, it is possible that excessive force was applied during the delivery system withdrawal and the frame struts at the outflow side interacted with the calcium in the vessel, resulting in bent strut observed. As such, available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no preventative or corrective actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in brazil. As reported, this was an implant case of a23mm sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. The patient presented with a bovine pericardium tube implant in ascending aorta for 20 years with significant calcification. During procedure, despite the aorta diameter was adequate and pre-dilation with a 20x40mm balloon catheter of the aortic root was performed prior inserting the valve, it was not possible to advance with the 23mm sapien 3 valve through the ascending aorta due to the excessively calcified bovine pericardium with significant calcification in the aorta, not allowing the advancement of the valve through the sinotubular junction. The patient did not experience any injury related to the event. It was decided to change to a transapical approach. However, the transapical procedure was postponed until approval. The patient did not get a valve implant. As per engineering evaluation of the device photos, it was found that one valve frame strut slightly bent outwards at the outflow side.